Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral retrograde approach. The 100% stenosed target lesion was located in moderately tortuous and severely calcified iliac artery. After a guide wire passed through the lesion, a 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient's complications nor injuries reported.